Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the c02 tank interface to correct the issue. The system was tested and verified as ready for use. Isi did receive the product involved with this complaint to perform failure analysis. During failure analysis, the reported "leaking tube from insufflator tank¿ is confirmed and replicated. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto the known good in-house system and system was able to power on with no issues. During testing, the c02 tank interface was leaking. From these findings, failure analysis could not determine the root cause of the issue. The unit will be scrapped. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that the operation room staff contacted the technical support engineer (tse) to report a leak in one of the tubes connecting to the insufflator tank. There was no reported injury.

Manufacturer narrative:
The probable root cause is due to a faulty co2 tank interface.